Event description:
Physician reported rupture. The device has been explanted. This record relates to right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: material rupture: observed, broken posterior assessed as unidentified (tear) broken and missing side assessed as inconclusive. Shell thickness within specification). Additional observations: red particles are observed. Red particle observed on the gel. No further actions are required as the device was implanted.

Event description:
Physician reported rupture. The device has been explanted. This record relates to right side.